Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. It was determined that the upstream sensor caused the reported symptom (failed pins). The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump intermittently displayed the upstream occlusion message. It was also reported there was no patient involvement.